Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h3, h6: a product investigation was conducted. Visual inspection: the verse correction key was received at us cq. Upon visual inspection at cq, the device was observed to be slightly stripped. No other issues were observed with the device. Dimensional inspection: dimensional inspection of the received complaint device cannot be performed due to post-manufacturing damage. Documentation/ specification review: the following drawing(s) was reviewed; - expedium verse dual lock assembly: no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint could be confirmed for the verse correction key. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 199721000 lot # 251105 the DHR of product code: 199721000, lot: 251105 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 19.07.2019 qty: 199 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the inserter could not be entered correctly into the correction key and slipped during the final tightening. This damaged the thread of the screw head. There was a surgical delay of 30 minutes. The procedure was completed successfully with replacement screw and set screws. Concomitant devices: unknown torque handle (part# unknown, lot# unknown, quantity 2), unknown rods (part# unknown, lot# unknown, quantity unknown). This report is for one (1) verse correction key. This is report 8 of 14 for (B)(4).